Manufacturer narrative:
The evaluation of the actual sample and retain samples from the same batch did not confirm problem with deflation of balloon. There were no non-conformities detected during the batch history review. Our process includes 100% control by inflation and deflation of balloons. Based on above, the complaint considered to be not justified.

Event description:
User reported that they were not able to extract fluid out of the balloon of temperature sensing foley catheter when they tested it before use. The catheter had not been used in the patient.